Event description:
The technician alleged the stretcher still rolls after the brake steer has been set to brake position. No patient impact.

Manufacturer narrative:
The technician found a broken screw in the hex rod. The technician replaced the hex rod to resolve the issue.